Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg), spinal cord stimulator (scs) leads and clik anchor were replaced due to an unknown reason. The explanted devices were not returned per facility policy.

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg), spinal cord stimulator (scs) leads and clik anchor were replaced due to an unknown reason. The explanted devices were not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 20024861. UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 20024861. UDI: (B)(4). Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Serial: na. Batch: 19964262. UDI: (B)(4).